Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
No patients were adversely impacted by this issue.

Event description:
Multiple complaints have been received from physicians that there were questionably elevated thyrotropin (tsh) results. The patient samples were tested on cobas 6000 e601 modules. The customer provided a serial number of (B)(4) for one e601 analyzer. Information on which tests were performed on this analyzer was requested but not provided. It was stated that when compared to abbott architect analyzers, the roche tsh results showed a clearly elevated trend. The customer provided data for five patients, four of which had discrepant results. The elevated results were reported outside the laboratory causing confusion to the patients and physicians. All the patients' initial tests were performed on (B)(6) 2014. The first patient's initial tsh result from an e601 (e601-1) analyzer was 3.180 uiu/ml. On (B)(6) 2014, the first patient's sample was repeated on another e601 (e601-2) analyzer at a second laboratory and the result was 3.040 uiu/ml. On (B)(6) 2014, the first patient's sample was tested on an abbott architect at a third laboratory and the result was 2.050 uiu/ml. The second patient, a (B)(6) female, had an initial tsh results from e601-1 of 7.930 uiu/ml accompanied by a data flag. On (B)(6) 2014, the second patient's sample was repeated on the abbott architect and the result was 5.095 uiu/ml. The third patient, a (B)(6) male, had an initial tsh result from e601-1 of 6.240 uiu/ml accompanied by a data flag. On (B)(6) 2014, the sample was repeated at a third hospital on a third e601 analyzer (e601-3) and the result was 4.340 uiu/ml accompanied by a data flag. The fourth patient, a (B)(6) female, had an initial tsh result from e601-1 of 11.420 uiu/ml accompanied by a data flag. On (B)(6) 2014, the sample repeated on e601-3 and the result was 8.420 uiu/ml accompanied by a data flag. There were no allegations of any adverse events. Additional information was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. The samples were not available for investigation. Based upon the information provided, the results of all instruments show the same clinical picture for the patients.